Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that the instrument, er320, was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the trigger was opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent causing the feeding issue. In addition, 19 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic colectomy, the jaws became not to open after a nurse closed the jaws to feed the clip into it. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.